Event description:
Reportedly, after firing, the surgeon cut the tissue along the jaw. When the jaws were opened the staples were not fired. The surgeon used another device to complete the procedure. Procedure: low anterior resection.